Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge went from (B)(4)% battery life to (B)(4)% battery life when plugged into a power source. Customer plugged the pump into a different outlet and the battery gauge went up to (B)(4)% battery life, and dropped down to (B)(4)% battery life. Customer's blood glucose level was 194 mg/dl. Customer indicated they have a back up pump for continued insulin therapy.